Manufacturer narrative:
(B)(4). The customer has indicated the device is in process of being returned to zimmer biomet; once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the impactor pad broke intra-operatively during a surgical procedure. Attempts have been made and no further information has been provided.